Event description:
Ever since I had the essure placed I have had abdominal spasms/twitching/kicking sensations, anxiety, back pain, bleeding, spotting after sex, blood clots, body aches and pains, breast pain, bruising (unexplained/easily), yeast infections, chest pains, dizziness, painful periods, painful intercourse, fatigue, gastrointestinal issues, loss of libido, excessive bleeding during periods, migraines/headaches, muscle spasms, nausea, pelvic pain, severe bloating weight gain, and hair loss. I never had any of these issues before I had the essure procedure done. No doctors would even consider essure as the issue. I have been in the hospital with pain, I almost felt I was dying the pain was so horrible at one point and I had bloody stools for 3 weeks. My guess is that one of the coils has damages my insides and it moved and punctured something. Will be getting tests done to prove. Had procedure on (B)(6) 2010.